Event description:
It was reported that a cartridge alarm 20 occurred during basal delivery with multiple cartridges. Customer's blood glucose was 137 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.